Event description:
The clinician reported that the device operated intermittently during an ultrasound treatment. During other sessions the therapist stated that the device would often produce an error message stating something about overheating. Once they are able to start a treatment, maybe one to two minutes into the treatment, the unit stops and the error occurs. The clinic has continued to use this device, although they have been experiencing problems. No one present in the office was aware of a pt or a therapist being burned.

Manufacturer narrative:
The device has been received, and is currently under eval. The device eval and any additional findings will be provided, upon conclusion of the device eval.